Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager liquid bottle was broken inside the refrigerator, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager liquid bottle inside the refrigerator was broken. A field service engineer (fse) found that the temperature probe was frozen into solid, and the srm was mistakenly attached to the freezer instead of the fridge. The customer agreed to correct the setup and reopen the call for replacement. Additionally, the remote manager was deleted from the application. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager liquid bottle was broken inside the refrigerator, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.